Event description:
It was reported that suture placement with two prostar xl devices was attempted in a common femoral artery using the preclose technique prior to a endoprosthesis interventional procedure. The arteriotomy was a 10f. Reportedly, after the prostar xl was positioned in the vessel, the interlocks were depressed; however, the hub would not rotate. The vessel was re-wired and the prostar xl devices was removed. A second prostar xl was used with the same results. The second prostar xl devices was removed and a third prostart xl was position and the interlocks were depressed and the hub rotated successfully. The sheath was upsized to a 14f. The interventional procedure was completed and hemostasis was achieved with the pre-placed sutures of the third prostar xl device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide xl device and established in the preclose procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other prostar xl device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for evaluation. The reported failure of the hub not rotating was not confirmed. The prostar xl device was returned in the pre-needle deployment position. No blood was present at the marker lumen and the coiled suture lumen of green suture was detached and not returned. Based on analysis of returned device, there is no indication of a product quality deficiency. The lot history record review did not indicate an impacting nonconformance. The results of the query of similar incidents in the complaint-handling database from this lot did not indicate a lot specific quality deficiency. Based on the information reviewed, there does not appear to be any indication of a product quality deficiency.